Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided. One tool hex sst 1.25mm 17mm (hx1.25) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use, and the hex tip is fractured. The reported event could not be recreated due to the nature of the dental device and event (wear & fracture). Device history review (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hx1.25 dating back to 12 months from now. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (device fracture) or product (hx1.25). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The device was noted to fractured.

Event description:
It was reported that the instrument worn out prematurely. The procedure was completed. On (B)(6) 2020 during the product investigation it was confirmed that the product was fractured.